Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the system pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. (B)(4).

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers would not boot. The device did not complete its self test after it was powered on. The device powered on and then showed a flashing screen. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed system pcb assembly. It was observed that a capacitor, designator c70 on the system pcb assembly was installed backwards, causing an electrical short, which in its turn caused the device not to boot up. The cause of the reported issue was due to a capacitor, designator c70 on the system pcb assembly, being installed backwards.